Event description:
It was reported by service report that the power cord outer sheathing was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord had damaged outer sheathing.